Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 1627487-2020-32686; related manufacturer report: 1627487-2020-32687. It was reported that patient experienced pocket pain at the implantable pulse generator (ipg) site. On (B)(6) 2020 the ipg was repositioned from the abdominal to the gluteal site. The two extensions were explanted, and new extensions were implanted. Patient was stable.